Event description:
Customer reported the skin of pediatric patients, prepped with 3m duraprep surgical solution, is peeling off with the drapes and presumes it is due to the combination of the new or lights and the drapes getting hot. Reportedly treated with polysporin and a dressing.

Manufacturer narrative:
Per approved, drug facts, warnings for duraprep surgical solution now state "to avoid skin injury, care should be taken when removing drapes, tapes etc. Applied over [duraprep] film." This event is being reported following a review of previous customer reports of skin stripping. This event was not initially reported due to the limited information available from the user. The information remains limited, however, a conservative approach is being taken and a report filed.